Event description:
It was reported by the plaintiff's attorney that "in or around (B)(6) 2004, a pelvic mesh product suspension device" was implanted into the plaintiff, with the intention of treating pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and she has sustained permanent injuries" as well as other damages.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.